Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the journal of surgical oncology titled ¿comparative study between clinical outcomes of all inside technique and standard antero-medial technique in anterior cruciate ligament reconstruction¿. The study reviewed thirty (30) patients who underwent a anterior cruciate ligament reconstruction using arthrex fiberwire, and fibertape to address soft tissue approximation and/or ligation. During the six (6) month follow-up period, one (1) patient experienced failure. Ref: farrag, a., alhalawany, m. & hamada, m. Comparative study between clinical outcomes of all inside technique and standard antero-medial technique in anterior cruciate ligament reconstruction. Al-azhar international medical journal, doi:10.21608/aimj.2022.149849.2038 (2022).